Event description:
It was reported that the pt's pump was replaced due to possible rotor failure. No pt symptoms were reported. A rotor study was performed with uncertain results. A catheter dye study was performed which revealed that the catheter was patent. The pt recovered without sequela. The drug contained in the pt's pump was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.